Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device passed the automated functional test. Hybrid analysis could not confirm any performance anomalies with the atrial sense functions. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, after 3 layers of closure of the pectoral pocket, noise oversensing was observed through the implantable cardioverter defibrillator (ICD) on the atrial channel. Imaging indicated that the is 1 pin of the atrial lead was not past the set screw block. The pocket was re-opened, and the atrial lead was reinserted into the header. It was verified that the lead pin was past the set screw block and closure of the pocket was started. After one layer of closure, again noise was observed. The pocket was re-opened, and the lead was removed and tested vis analyzer prior to reinsertion into the device header. All measurements were normal and again after pocket closer, noise was observed. This time, it was very difficult to back out the set screw to release the atrial lead from the header. A second wrench was used to loosen the set screw and the lead was again tested and all numbers were still within normal ranges. The decision was made to remove the ICD due to potential set screw issues and new ICD was connected to the lead and no issues were noted. The atrial lead remains in use. No patient complications have been reported as a result of this event.